Event description:
It was reported that the device is showing no disposable alarm and needing to change the cassettes early. Patient states that they show symptoms of being sick to stomach when medication is on low (10ml). No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
D5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The physical condition exhibited separated cases and a dent. No error code was found in the ehl (event history log). After the device was inspected, the customer reported issue was duplicated. The cases were found separated which was caused by a broken internal screw. The root cause of the reported issue is attributed to customer impact/damage related to dropping the device. The downstream occlusion sensor was replaced to correct the no disposable alarm. The front housing assembly was replaced. The product is beyond 13 years from manufacture date of 2009-09 and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Corrected data: d4: correction: model number: 6400